Manufacturer narrative:
All available information indicates that the device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected noise on this defibrillation lead. This noise resulted in pacing inhibition lasting 5-6 seconds. Lead measurements were normal. This patient is device dependant and had a biking accident in the recent months. The patient was not symptomatic with these events. The noise was thought possibly related to a massager the patient had used as the noise could not be reproduced with isometrics, valsalva, or pocket manipulation.